Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm that would not auto restart which was observed during baxter's evaluation. During the evaluation, the device did not auto restart after two false downstream occlusions. The device was sent for downstream occlusion testing for which it passed, but evaluation did find the downstream pressure plate gap to be out of specification. The device will be recalibrated.

Event description:
During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message that would not auto restart. There was no patient involvement.